Manufacturer narrative:
Patient information was unavailable from the site. No arts have been received by the manufacturer for evaluation. Resolved at the time of issue.

Event description:
Medtronic received information that during spinal fusion procedure, a initializing collimator error was received on the imaging system when powering on the system. Rebooting image acquisition system (ias) and mobile view station (mvs) and unplugged/plugged umbilical cable resolved the issue. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No known impact on patient outcome.

Manufacturer narrative:
The imaging system was returned to the manufacturer for analysis. Analysis found that system failed to power up. It also found that there was no output voltage from the ias; batteries were found dead due to system board being on all the time as a result of faulty power conversion board. The gantry door was not able to be open during the assessment due to the system not powering up, but upon removal of door skins a cable guide was found to be missing with the cable guide screw hole cross threaded. The reported problem "initialization collimator error" could not be confirmed during assessment due to the inability of the ias to power up; it was until the system had undergone refurbishment activities to repair the system, that the "initialization collimator error" was able to be confirmed as the collimator x-axis would not open due to a faulty collimator. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.